Event description:
Attorney reported: in 2002 - during repair of an incisional hernia, a perfix plug mesh was implanted into the pt. In 2004 - present - pt has experienced continuous pain, pinching, binding; sexual dysfunction, due to pain in abdominal area. Doctor has advised that the pt should have the mesh removed due to the fact that there is a visible protrusion coupled with chronic pain stemming from the site of the implant. No doctor has attributed the above bodily injuries to the use of the perfix plug.

Manufacturer narrative:
Note: report from attorney indicates that no doctor has attributed the event to the use of or any defect in the perfix plug.